Event description:
The customer returned the device stating, " the device had intermittent sensor issue during preparing to use". During device evaluation it was found the downstream occlusion (dso) seal was ripped and faulty dso sensor.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The devices were visually inspected and found that there was a ripped downstream occlusion (dso) seal. During the functional testing, it was found that there a faulty dso sensor. The customer reported issue was confirmed. The dso sensor and seal were replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.